Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor aseptic technique (no further specification provided). Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified therapy (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.